Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 27 mg/dl. The customer is ill and has some medicament which is sweet use form yesterday. The customer already changed set and cannula did not bent. The customer basal rates is ok. The customer was advised that the pump is ok and auto test is ok the displacement verification test is ok. The customer was advised to contact immediately health care provider to ask for solution in this problem.